Event description:
It was reported that at the beginning of a photo-selective vaporization of the prostate procedure, the fiber beam started forward firing at 500 joules of use. The procedure was completed with another fiber without patient complications. It was noted that the were no stones present in the prostate, there were no courtesy message prompted on the console and the fiber tip was intact.

Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported fiber beam forward firing cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported fiber beam forward firing cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that at the beginning of a photo-selective vaporization of the prostate procedure, the fiber beam started forward firing at 500 joules of use. The procedure was completed with another fiber without patient complications. It was noted that the were no stones present in the prostate, there were no courtesy message prompted on the console and the fiber tip was intact, the light emitted from the fiber when the forward firing was green, the fiber tip was cleaned 3 times, the physician ensured that the distance from the fiber to the tissue was approximately 2 mm (1 to 3 mm), the irrigation solution positioned at least 106 cm higher than the level of the endoscope/cystoscope, the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) was used to further increase liquid cooling effect and the flow valve was opened and fluid observed to be coming out of the metal cap window.